Event description:
The customer reported the system is getting a filament precharge error. The problem was found to be the main system batteries.

Manufacturer narrative:
This MDR is related to ge healthcare (B) (4). The ge service rep ordered and replaced the main system batteries.